Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, failed prosthesis.

Manufacturer narrative:
This follow up MDR is created to document the evaluation of the returned device. A titan otr pump, two cylinders and lockout reservoir were received for evaluation. Examination and testing of the returned components revealed no functional abnormalities noted with any of the returned components. Because the available information did not indicate what factors may have contributed to the alleged device malfunction, and because no functional abnormalities were noted with the returned components, qa cannot determine the root cause of this reported event. Should additional information be received, this file will be re-evaluated, according to procedures.